Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prostatectomy radical procedure, while introduction of trocar, the balloon did not insufflate and it was physically broken. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical prostatectomy, while introducing the trocar, the balloon burst. Another trocar was used to complete the case. There was no patient injury.